Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the cd/dvd drive of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. Evaluation codes 10, 114, 4307 apply to this testing. The cd/dvd drive was returned to the manufacturer for analysis. Analysis via functional testing and visual/physical examination found that when connected to a known good computer the returned drive was able to load and archive exams without issue. No problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that when attempting to load discs for the case the images appeared to load partially but would never show up. They attempted a few times without success and had to reboot the system a few times as well. The went to remove the cd from the system, but there were no lights on the drive and it would not open. The site opened the drive manually and used a compact for the case instead. There was less than an hour delay to the procedure. No impact on patient outcome.